Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized, due to hyperglycemia. The reported blood glucose reading was 300 mg/dl. The insulin pump was not available to perform troubleshooting. The customer's mother was advised to call back to perform troubleshooting. Nothing further was reported.